Manufacturer narrative:
The cartridge was returned to animas and evaluated by product analysis on 08/16/2013 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A leak test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that insulin leaked into the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013-device evaluation: the cartridge has been returned and evaluated by product analysis on 07/10/2013 with the following findings:a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force, cracks, and foreign material prior to release for distribution.